Event description:
Arctic sun caused 3rd degree burns after 10 hours of use. Based on discussions with other centers, this is a common occurrence yet the company does not seem to report these issues via medwatch.